Event description:
Rep. Reports that the device was giving a solid tone with a lcsc5 during a laparoscopic cholecystectomy. The scrub tech used the test tip to determine that the hand piece was the problem. A new hand piece was opened and used for the remainder of the case. There was no pt consequence.